Event description:
Technical services received a call on (B)(6) 20011. Sales representative wanted to know if this rv lead was on advisory. The patient received an inappropriate shock back in march due to noise. Representative is working with dr. (B)(6). No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).